Manufacturer narrative:
Results: there was no visible damage to the ace60. Conclusions: evaluation of the returned ace60 revealed an undamaged, functional device. The coagulated blood inside the hub of the catheter was flushed out during decontamination. During functional testing, a demonstration lantern and 3maxc were advanced through the returned ace60 and out of the distal tip without an issue. The coagulated blood inside the hub of the ace60 may have contributed to the inability to advance unknown penumbra microcatheter through the ace60 during the procedure. The unknown penumbra microcatheter was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. The microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.(B)(4) h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01378.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 kit and a unknown penumbra microcatheter. During the procedure, the physician made a successful pass using a penumbra system ace 60 reperfusion catheter (ace60) and the unknown penumbra microcatheter with a neuron max 6f 088 long sheath (neuron max). While attempting to make another pass, the physician was unable to advance the microcatheter through the ace60 and, therefore, the ace60 and the microcatheter were removed. The procedure was completed using a non-penumbra catheter and the same neuron max. There was no report of an adverse effect to the patient.